Event description:
The patient underwent a colonoscopy on (B)(6) 2019, which showed no bleeding.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Additional information: manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 8 months, 30 days. No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Patient implanted with left ventricle assisted device lvad on (B)(6) 2018. It was reported that the patient had hgb of 6.1. Patient was experiencing fatigue and could not tolerate walking short distances. Patient has noticed black stools for a few weeks and constipation with abd discomfort. Patient continues to have chronic cough with productive sputum. No further information provided.